Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparatory flushing, they observed that the connecting tube appeared bulged, and the flow of the flushing solution was somewhat sluggish. When the catheter was inserted into the vessel, imaging showed intermittent brightness. Upon reviewing the images, it was determined that the fluctuations were caused by residual air bubbles due to inadequate flushing. Procedure completed. There were no patient complications.

Manufacturer narrative:
H6 device codes: corrected. Device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath was kinked, and the extension tube inflated. The 3cc syringe and 4-way stopcock were in good condition. Microscopic inspection revealed wrinkles around the heat shrink tubing of the drive cable. Impedance testing revealed no electrical issues with the device. A good square image appeared in the ilab system during the image characterization testing. The device could not flush when the telescope was fully retracted and fully advanced. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. The difficult to flush issue has been investigated further and determined to be connected to the heat shrink tubing wrinkles, however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparatory flushing, they observed that the connecting tube appeared bulged, and the flow of the flushing solution was somewhat sluggish. When the catheter was inserted into the vessel, imaging showed intermittent brightness. Upon reviewing the images, it was determined that the fluctuations were caused by residual air bubbles due to inadequate flushing. Procedure completed. There were no patient complications.